Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. Timeouts and a drive stall were observed in the data. The device was reset and rerun, and only a lone timeout was observed in the rerun data. The cause of the timeouts and drive stall could not be conclusively determined, so the drive stall is attributed as the cause of the needle mechanism's failure to deploy. Corrosion was found on the middle battery, causing its voltage to be lower than expected. It could not be conclusively determined that this low voltage caused the drive mechanism to have insufficient power to operate, for the device did not replicate any drive stalls during the rerun.